Event description:
It was reported that during implant, the atrial port set screw was already deployed and could not be retracted in the header of the implantable cardioverter defibrillator (ICD). The ICD was not implanted and a different ICD was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.